Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Event description:
Initial left total hip arthroplasty performed approximately 7 years prior to being revised on due to pain, elevated chromium levels, and pseudotumor on imaging. During the revision procedure, significant trunnionosis was noted. The head, liner, and neck were exchanged without complication.

Manufacturer narrative:
Concomitant medical products: femoral head sterile product do not resterilize 12/14 taper, pn 00801803602, ln 60960663, liner standard 3.5 mm offset 36 mm i.d. For use with 50/52/54 mm o.d. Shells, pn 00630505036, ln 60970568, trilogy acetabular system shell with holes porous, pn 00620005020, ln 60955602, bone screw self-tapping, pn 00625006525, ln 60980971, bone screw self-tapping, pn 00625006520, ln 50939919, zimmer m/l taper hip prosthesis with kinectiv technology modular femoral stem press-fit plasma sprayed, pn 00771300700, ln 60867867. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-04528.

Manufacturer narrative:
(B)(4). Concomitant medical products: unk versys femoral head, pn unknown, ln unknown. Multiple MDR reports were filed for this event, please see associated reports; 0001822565-2019-04117. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a left total hip arthroplasty. Subsequently, it is alleged the patient has been revised due to pain and other complications. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Reported event was confirmed by review of review of the operative notes confirms that the patient underwent left hip arthroplasty. No complications noted during the procedure. Review of blood test results on shows chromium 2.6, cobalt none detected. MRI findings consistent with pseudotumor. Pathology report frozen section findings consistent with pseudocapsule. Review of the revision operative notes confirms that the patient underwent left hip revision arthroplasty. Operative notes states left hip trunnionosis and pseudotumor. Pseudotumor about the greater trochanter and metallic-stained debris within the joint space. Patient presented with increasing pain, inflammatory markers negative for infection. Fluid noted bulging at the joint space, aspirates taken and sent to pathology. Severe amount of corrosion noted on the trunnion of the neck. Liner exchanged, acetabular shell intact and left in place. Head, neck, and liner exchanged without complication. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.